Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed. Since two devices of the same lot were received and no indication on which belongs to the left breast, both devices were analyzed. Device 1 device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample sm mpps dv 475cc revealed a leakage, caused by valve delamination. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device 2: device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sm mpps dv 475cc breast implant was found to have a tear on the anterior view, measuring approximately 1.7 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient, who's undergone breast augmentation with two 475cc mentor smooth round moderate plus profile saline breast prostheses, suffered left breast implant deflation, post-procedure. The deflation was only discovered during the explantation surgery on (B)(6) 2021. As a result, the patient underwent bilateral removal and replacement with the following devices: (left) 475cc mentor smooth round moderate plus profile saline catalog: lot: 9488542 sn: 9488542-030 and (right) 475cc mentor smooth round moderate plus profile saline catalog: lot: 9488542 sn: (B)(4).